Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
(B)(4). The actual device in the reported incident and all available information has been forwarded to the manufacturer for further evaluation. The manufacturer's investigation is ongoing. A follow up report will be provided after the inspection results are available. The batch manufacturing record was reviewed and there were no such defects encountered during in-process or final control inspection.